Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm after dropping their insulin pump into the bath tub. The customer's meter stated their blood glucose was high. Customer has treated their blood glucose with 3 units of insulin by manual injection. Troubleshooting could not be completed due to the button error alarm. Customer did not recall any more or frequent alarms occurring after the fluid exposure to the insulin pump. The customer also declined to troubleshoot for their high blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.